Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during setup, both sterile peel packs were stuck together and opened simultaneously, causing the screw to fall to the floor. There was no patient impact. Attempts have been made and no further information has been provided.